Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the pump black box showed evidence of unexplained pump reboots and battery alarms following reboots on the date of the complaint. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was no evidence of moisture contamination observed inside the battery compartment. The returned battery cap threads were damaged. The pump powered up intermittently with the returned battery cap. The test cap was unable to fit securely to maintain an electrical connection. The pump current draw values were found to be within specifications. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed the following: the ok keypad button was intermittently responding to button presses. The keypad was observed to be peeling from the bottom of keypad to up key. The keypad was removed and the ok button contact was cracked. There was contamination found under all keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the threads of the battery compartment were stripped and that the battery life was insufficient. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.